Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital after having an av node ablation. Intermittent undersensing on the atrial channel was noted. Upon interrogation of the device, it was noted that the patient was in persistent atrial fibrillation and at times, the device was undersensing the af. The device was noted to be at its most sensitive setting, so no sensitivity adjustments could be made. Programming changes were recommended. Subsequently, the competitor ventricular lead was replaced. The patient's condition following the procedure is stable. No further programming changes were made.